Event description:
End user states she went on a night out at the end of july. While out, the catheter broke in two and she thought the other end had fallen into the toilet however this was not the case and was still in situ. End user stated to experience blood in her urine and a lot of pain. Her general practitioner (gp) prescribed her antibiotics and diagnosed the issue as a uti. After three doses of antibiotics, end user "mentioned to her gp about the event with the catheter so he sent her for an ultrasound upon where it was discovered that further cathing had pushed the broken one further into her bladder. This has since been removed and she is now well again."

Manufacturer narrative:
D2a: common device name: urological catheter and accessories. E1: complainant phone: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.